Event description:
Patient has been revised due to stem subsidence, which caused head dislocation. Head and stem were revised; liner and cup remain implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.